Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-mar-2026, a facility representative reported via (B)(4) that an ar-9236-01pp small universal vaultlock glenoid trial superior peg broke off the trial. The material was able to be removed from the patient in one piece. No parts of the trial remained in the patient. The case was not delayed. The patient had medium-hard bone and was unaffected.